Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of not being able to exit the rewind complete / bolus delivery loop. Customer reported that after pressing the esc button during priming, insulin pump would go back to rewind. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.